Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be held by the user facility. A follow-up report will be sent after device evaluation if the device is received.

Event description:
It was reported that during an a-fib ablation procedure, prior to any ablation, the device was being used to map the left atrium (la). There was a patent foramen ovale (pfo), and the device was placed through the pfo and into the la. While mapping, it was found that the device could not be manipulated or removed any further. At this time, the electrical signal was also lost. The device had been functioning as intended prior to insertion into the la. An x-ray showed a shear in the device. The device could not be brought back into the introducer. The device and the introducer were removed and another device was used to complete the case. The procedure was prolonged. There was no patient injury. After being removed, it was noted that the lasso end of the device was able to close further, but not open further. The device had a break in the sheath, which looked like a force tear. Several photographs of the device were taken that showed the break in the sheath and in one wire. It was also noted that the distal end of the introducer's sheat, which belonged to another manufacturer, appeared "crimped" and had markings.